Event description:
It was reported that "in the time of the operation . . . The attachment af02 craniotome of midas rex system and broke to the sole of attachment. The operation continued with the attachment broke without another incident." No further details are known at this time. No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on reported information. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. No additional information was available on follow-up. The manufacturing records for this device were reviewed and no deviations were noted. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends.